Manufacturer narrative:
(B) (4). Results: myocardial infarction.

Manufacturer narrative:
(B) (4). Results: myocardial infarction.

Event description:
An endeavor rx drug-eluting stent was implanted in a patient for treatment of a lesion. An mi is reported to have occurred on the same day as stent implantation.